Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implantation procedure, an error message was noted on the confirm rx device and the egm was not visible. The session was restarted to resolve the event and communication was possible with the device. The patient was stable with no adverse consequences reported.